Event description:
A report was received from a patient's mother, stating the disposable inner cannula extends passed the tracheostomy tube and bends causing irritation to the patient. Recannulation of the patient was not required. There was no patient harm reported. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The lot number to the referenced device was not provided therefore no device history review will be performed.

Manufacturer narrative:
(B)(4). The referenced tracheostomy tube was returned for evaluation. A visual inspection was performed, all components were observed to be assembled properly. A dimensional test was performed. The distance from cannula to glue line measured 0.05 inches which is within manufacture specifications ((B)(4)hes). The distal end glue line measured 0.236 inches which is within manufacturer specifications ((B)(4)). The proximal end glue line measured 0.24 inches which is within manufacturer specifications ((B)(4)). The distance from the distal end glue to the distal end glue line measured 0.719 inches which is within manufacturer specifications ((B)(4)). The outer cannula length was measured, the angle of the tube measured 82 degrees, this reading is within manufacturer specifications ((B)(4)). The reported event was not duplicated in the received device. Guidelines and manufacturing controls were found effective and properly implemented to detect the reported event.